Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was seen on (B)(6) 2013 and electrodes 0 and 1 still had high impedances. An open circuit was not confirmed. The patient had great relief with the setting she was programmed to.

Event description:
It was initially reported that there were some impedances issues. It was further reported that the during a stage two implant, there were high impedances. The impedances on electrodes 0 and 1 ranged from 1350 ohms to 30931 ohms. It was noted that the lead appeared to have been a little bent or crimped on electrode 0. It looked as if it was positioned/seated "funny." Of note, the extension was changed out with no effect on impedances. The patient was programmed post operative with good tremor control, better than the opposite side that had a thalamotomy. The patient had a follow up appointment scheduled for (B)(6) 2013. Additional information was requested; if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown. Product type: lead. (B)(4).